Manufacturer narrative:
Case # (B)(6) - a corneal haze is observed which could contribute to an incomplete capsulotomy therefore increasing chance of capsulotomy tear. No further clinical follow-up required

Event description:
On 02/24/2025, while cas was onsite at (B)(6) doctor reported an incomplete capsulotomy on case (B)(6) leading to a capsular tear.